Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damage observed on the pump. Event history log review was performed and found indications of two 10 ml followed by one 20 ml bolus tests were performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed (-8.5%) accuracy could not be confirmed. During investigation, the delivery accuracy testing found the pump average delivery error to be outside the published specification of +/-6%, but the customer's complaint was not duplicate. The pump was found to have a positive average delivery error not negative as stated. The pump expulsor will be replaced to address the issue and bring the delivery into more nominal of a range. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump "failed accuracy by -8.5%". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.